Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. The outer insulation had a breached depression. The outer insulation had cosmetic depression and it was observed to have blood ingression. Device: product ID d234trk implantable cardioverter defibrillator (ICD) (B)(6) 2010; 419678 implantable pacing lead (B)(6) 2010; linoxsd65 competitor implantable pacing lead (B)(6). (B)(4).

Event description:
It was reported that there was noise from the right atrial (ra) lead. It was noted that there was a potential fracture of the lead. The ra lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.